Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the return lead extension found multiple internal wires broken on extension header. The observed broken wires would be consistent with an overstress condition or sudden event that the extension may have been subjected to while still in vivo.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete device information.

Event description:
It was reported high impedance was found. In turn, the patient's physician decided to explant and replace the patient's extension. Surgical intervention addressed the patient's issue.